Event description:
I had one knee replaced on (B)(6) 2014 and the other knee done on (B)(6) 2014. Both knees make loud popping noises as I bend them or walk. My doctor said it would get better over time but it is getting worse. I do not want to walk or exercise due to the noise both knees make.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added to this report: triathlon ps fem component, cemented; cat# 5515-f-502; lot# irexa. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# k77x. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# ee96t. Simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dkt029. Clinician review of the provided medical records did not confirm the event nor was any potential root cause of the patient's symptoms identified. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
I had one knee replaced on (B)(6) 2014 and the other knee done on (B)(6) 2014. Both knees make loud popping noises as I bend them or walk. My doctor said it would get better over time but it is getting worse. I do not want to walk or exercise due to the noise both knees make.